Event description:
The pt tested blood glucose on suspect device at 8:30 am and it was 428 mg/dl. She took 70 units of 70/30 insulin. She retested her blood glucose on suspect device at 10:45 am and it was 350 mg/dl. She was asymptomatic of high blood glucose. Her sister had the paramedics called and when they arrived her blood glucose was 51 mg/dl. The customer was given glucose gel.